Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was 'difficult to capture' and that threshold issues were observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.